Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during/following the implant of this transcatheter bioprosthetic valve, the implant depth was acceptable at 4 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). After release, moderate paravalvular leak (pvl) was noted. A post-implant balloon aortic valvuloplasty (bav) was performed but the pvl remained moderate. A second valve was successfully implanted reducing the pvl. No additional adverse patient effects were reported.